Event description:
Reported receiving inaccurate high readings. In blood glucose tests, customer received reading of 234 mg/dl (lab) and 98 mg/dl (meter) within 10 minutes. There was no report of death, serious injury or mistreatment associated with this event.